Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer reported that the customer performed maintenance: the electrodes and pinch valve tubing were replaced; an ion-selective electrode (ise) wash was performed; and the unit was cleaned. Qc was acceptable after maintenance was performed. No further issues were reported by the customer. The investigation determined the customer's actions (performed maintenance) resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 14 patient samples on a cobas 8000 cobas ise module (double). The reporter was able to provide the following examples of discrepant results: sample 1: the initial result was 131.6 mmol/l. The repeated result was 139.9 mmol/l. Sample 2: the initial result was 132 mmol/l. The repeated result was 139.6 mmol/l. Sample 3: the initial result was 153.4 mmol/l. The repeated results were 148.1 mmol/l, 140.6 mmol/l, 142.6 mmol/l, and 142.7 mmol/l.